Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2026) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that two months and twenty-six days post a chronic catheter placement, the line allegedly fell out with minimal traction. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerline 5f s/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Under microscopic observation, the tissue cuff was noted to be glossy with residue throughout. Some areas were noted to be missing tissue cuff material as it appeared smooth. No evidence indicating loose fitting was noted near the tissue cuff area. The investigation is inconclusive for the reported expulsion issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months and twenty-six days post a chronic catheter placement, the line allegedly fell out with minimal traction. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerline 5f s/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Under microscopic observation, the tissue cuff was noted to be glossy with residue throughout. Some areas were noted to be missing tissue cuff material as it appeared smooth. No evidence indicating loose fitting was noted near the tissue cuff area. The investigation is inconclusive for the reported expulsion and loosening of implant issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months and twenty-six days post a chronic catheter placement, the line allegedly fell out with minimal traction. Reportedly, the catheter was replaced. There was no reported patient injury.